Event description:
It was reported that the patients ipg was difficult to be charged. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to facilities no release policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred beginning of 2024.